Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-04786, 2015691-2018-04787, 2015691-2018-04788, 2015691-2018-04789.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of five manufacturer reports being submitted for this case. In this case, the exact valve model number is not available. The possible PMA numbers associated with an edwards sapien transcatheter heart valve are listed below;  p110021- edwards sapien transcatheter heart valve; p130009 - edwards sapien xt¿ transcatheter heart valve; p140031- edwards sapien 3 transcatheter heart valve with commander delivery system (tf indication).   Valve in valve is performed as an intervention for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The cause of the valve in valve could not be determined with the limited information provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Reference article:  eng mh, greenbaum a, wang dd, wyman j, dnp, arjomand h, yadav p, nemeh h, paone g, guerrero m, o'neill w. Thrombotic valvular dysfunction with transcatheter mitral interventions for postsurgical failures. Catheter cardiovasc interv. 2017 aug 1;90(2):321-328. Doi: 10.1002/ccd.26909. Epub 2017 feb 10. Pubmed pmid: 28185392.

Event description:
As reported through article, ¿thrombotic valvular dysfunction with transcatheter mitral interventions for postsurgical failures immediate procedural mvarc defined¿, reports the outcome of thirteen tmvr cases that were treated with degenerated mitral valve repair or valve replacement were treated. Under the heading ¿procedural results¿:  one valve in ring case required a second valve. Under the heading ¿in hospital clinical course¿: 1 major bleeding event associated with delayed hemostasis due to delayed apical hemostasis and required two units of blood. Under the heading ¿intermediate clinical followup¿: the one of the three mentioned hospitalized patients (hospitalized for persistent lower extremity edema caused by an iatrogenic atrial septal defect). It was reported they plugged the asd and the patient¿s symptoms resolved. Two other hospitalized patients elevated gradients, chf symptoms. They were symptomatic and hospitalized). Treatment was enoxaparin. It says the one patient was ¿post valve in valve, treated with enoxaparin for 4 weeks, mg and nyha symptoms improved.  The other patient was ¿post valve in ring¿ and couldn¿t tolerate anticoagulation due to gi bleeds. (Gradients therefore did not improve). A third patient had valvular thickening suspected to be subacute thrombus. His gradients were never increased, his symptoms were fevers but negative for endocarditis, and the fevers resolved. He was treated with coumadin but leaflet motion remained reduced.